Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test for system leak verification pressure drop over 10. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's system board and system board tubing were replaced to address the issue. After that, the system board and system board tubing were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and system board tubing were functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test for system leak verification pressure drop over 10. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.